Manufacturer narrative:
The patient samples were investigated and were found to be negative on two different immunoassay manufacturers' methods. No additional sample was available for further investigation.

Event description:
The customer alleged they received questionable antibody to (B)(6) results on their e601 analyzer. The customer provided data for two patients, one of which had discrepant results. The specific date of this event was not known. The patient's initial (B)(6) result was (B)(6) and it was interpreted as (B)(6). The sample was repeated using the lumipulse f (fujirebio) method. The repeat result was (B)(6) and it was interpreted as (B)(6). It was unknown if either result was reported outside the laboratory. There were no adverse events. The ahcv reagent lot number and expiration date was not provided.

Manufacturer narrative:
This event occurred in (B)(6).